Event description:
Patient was receiving intravenous infusion via his central line. The patient called saying he was bleeding from his IV. This rn went into his room and found the IV tubing broken off at the hub with blood flowing from the central line onto his bed. I disconnected the broken IV tubing, and flushed and clamped his line. This patient is waiting for a heart transplant. Manufacturer response for IV tubing, (brand not provided) (per site reporter) meetings every other week to discuss ongoing leaks.